Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The root cause could not be determined from the investigation, not enough info was provided from the reporter to properly complete the investigation. Add'l info has been requested by phone, fax and mail on 2/2012 and 2/16/2012. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported a pt with residual astigmatism following intraocular lens (iol) implant surgery. The surgeon also stated that the pt had previous corneal issues. Add'l info has been requested.